Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a dislodgement. It was also noted that the ra lead exhibited high and unstable thresholds, undersensing and far field r-wave (ffrw) over sensing . The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no capture was noted on the right atrial (ra) lead. The lead was reprogrammed and subsequently capped and replaced.